Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found. The product support advised customer to removed the unit from patient and refer to service technician.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. This is pending repair information, patient information and event date. The customer was contacted, but no response received.

Event description:
The customer reported that the ventilator keeps alarming high priority alarm and cannot be silenced. The customer reported that the unit was in use on patient, but there was no patient harm reported.